Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to an abnormality in the connector board due to being electrically damaged or deteriorated over time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
On 05apr2023, a response to a request for clarification regarding the event was received. The customer confirmed that the unknown procedure was therapeutic in nature.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of their endoeye flex deflectable videoscope device in an unknown procedure, they encountered a b30 scope communication error. The device was switched out for a similar device, and the procedure was completed with no other issues reported. An error e216 was also reported. There were no reports of patient or user harm associated with this event. The customer reported that there was a repair on this device for the same problem previously. For the report sent for the former issue which the customer identified as being related, please see patient identifier (B)(6).